Event description:
An impella 5.5 device was inserted surgically into the left aorta in a 76-year-old male patient presenting in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). During the procedure, the physician assistant (pa) stated the fixation set that secures the impella was more difficult to remove the backing and wasn't so sticky than before. While the patient was in the intensive care unit (ICU), the patient was taken back to the operating room (or) for a washout due to bleeding not associated to the impella. The chest was left open and will be closed at a later time. An echocardiogram verified impella position as adequate. A few days later, the patient received one unit packed red blood cells (prbcs). One week after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.3l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.